Event description:
It was reported that during a dca procedure, after one cut had been made, a contrast injection revealed a large perforation of the vessel. The patient was hemodynamically unstable. CPR was administered, but unsuccessful and the patient expired. The product was not returned for evaluation.